Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the shocking in the patient¿s stomach and the decreased therapeutic effectiveness was a change to device programming. It was noted that steps taken to resolve the event included turning the device off until the patient could return to the surgeon who placed it. The shocking in the stomach was gone with the device off, but the patient was not receiving any potential benefits from it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that the patient had some changes to their therapy programming made by the doctor. Following that appointment, the patient felt a shocking sensation in their stomach and the therapy had not been as effective. The caller indicated the primary care physician was trying to get the ins turned off and the reason for the call was to ask how to get a programmer. The caller indicated the shocking was sudden. They were redirected to their doctor. No further patient complications were reported as a result of this event.